Event description:
Catheter "pulled through" hub of catheter that was sutured to pt's skin, exposing holes.

Manufacturer narrative:
One intact 11.5f x 20 cm triple catheter was returned for evaluation. A review of the mfg records indicated all device specifications and quality requirements were satisfied. The suture wing of the returned device was reassembled on the hub and the force to remove it was measured. The force required to remove the suture wing was greater than the iso 10555-1 requirement. There is no evidence of a mfg problem. We are unable to determine the exact cause of the event; however, it appears that enough force was applied to the catheter to dislodge it from the suture wing.